Manufacturer narrative:
(B)(4).

Event description:
The complaint states that that missing readings after warm up was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer.